Manufacturer narrative:
An event regarding periprosthetic fracture involving an accolade stem was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as device was not returned for evaluation. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the event could not be confirmed nor the root cause could be determined because the insufficient information was provided. Further information such as return of device, patient history, histopathology report and follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported that the patient had right hip revision. According to doctor patient stumbled on day 2 postop and felt a pop sensation in her right hip. X-rays confirmed a proximal periprosthetic fracture. Proximal lesser trochanter.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
It was reported that the patient had right hip revision. According to doctor patient stumbled on day 2 postop and felt a pop sensation in her right hip. X-rays confirmed a proximal periprosthetic fracture. Proximal lesser trochanter.